Event description:
It was reported that during a ureteroscopy stone manipulation with laser lithotripsy, the 365 lithotripsy fiber "popped and split, spilling urine within the patient¿s ureter". There was no report of fiber left in patient. The "patient is fine, no injury". There was no report of patient injury. No further information was available at this time.